Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the white blood cell (wbc) aperture o rings were worn. The fse replaced the wbc aperture o rings, which repaired the leak and the vote outs. The repairs were verified per established procedures.(B)(4).

Event description:
The customer reported a leak from the coulter lh 750 hematology analyzer. The instrument was generating white blood cell (wbc) vote outs when the leak was noticed. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.